Manufacturer narrative:
Results, conclusions: dissection. (B)(4).

Event description:
During a procedure to treat the right sfa/popliteal, the physician used an admiral xtreme balloon for pre-dilation. A dissection was observed following pre-dilation. Two non-medtronic stents were used to treat the dissection. Event was resolved.